Event description:
The pt reported facial nerve stimulation when some of the basal eletrodes of her cochlear implant were stimulated. An x-ray confirmed the array had partially migrated out of the cochlea. Revision surgery to reinsert the array is planned, but has not been scheduled.